Event description:
The customer reported via phone call that insulin leaked from the reservoir and that she had experienced high blood glucose as high as 425 mg/dl. She stated that reservoir leaked from the reservoir out into the reservoir compartment of the insulin pump. She noted that her doctor had made changes to her settings. She treated the high blood glucose with 10 units of insulin. She stated that the insulin pump would beep and she tried to get the beeping to stop when she observed that the reservoir compartment appeared wet. She wiped the reservoir compartment with a paper towel. She estimated that her blood glucose was 325 mg/dl at the time of the reservoir leak. She stated that the insulin had leaked from the o-rings, and she observed that at one spot, the rings looked as though they were pushed up and were not in a perfect circle. She observed visible liquid in the reservoir compartment. She was advised to return the reservoir for analysis. She advised that this had been past event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-69802.